Manufacturer narrative:
The first pod6 evaluated had the pet lock intact; the proximal end of the pusher assembly was kinked approximately 5.0 cm from proximal end; and the coil was intact with the pusher assembly. The second pod6 evaluated had the pet lock intact; the proximal end of the pusher assembly was kinked approximately 5.0 cm from proximal end; and the coil was intact with the pusher assembly. Both pod6 coils had coagulated blood on the distal tip of the coil. To allow for measurements to be taken, the introducer sheaths of both pod6 coils were skived away by a penumbra investigator during analysis. The coil, distal detachment tip (ddt), and pusher assembly outer diameters for both pod6 coils were measured and found to be with specification. The complaint has been evaluated. The complaint indicated that two pod6 coils would not advance through a microcatheter. Evaluation of the returned devices revealed kinks on the proximal end of the pod6 pusher assemblies. This type of damage typically occurs due to improper handling during use. If the pod6 is manipulated at an angle while force is being applied, damage such as this may occur. Further investigation revealed coagulated blood on the distal tips of both pod6 coils. This made it impossible to advance the coils out of their introducer sheath to be functionally tested. To allow for measurements to be taken, the introducer sheaths of both pod6 coils were skived away by a penumbra investigator during analysis. The coil, distal detachment tip (ddt), and pusher assembly outer diameters for both pod6 coils were measured and found to be with specification. The microcatheter mentioned in the complaint was not returned for evaluation. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion code: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR (B)(4).

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, the physician met difficulty while advancing two pod6 coils from the orange introduce sheaths into another manufacturer's microcatheter. The pod6 coils were removed and the procedure successfully continued using ruby coils. There was no report of an adverse effect on the patient.